Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled software, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc crashes during first patient use; screen freezes on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.